Manufacturer narrative:
Manufacturer's reference number: (B)(4). This event was also reported by the manufacturer under MDR #2029046-2021-01096. Reference number: (B)(4).

Event description:
Per manufacturer bwi's report, it was reported that an unknown patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter. The external packaging and sterility was damaged and compromised. The external packaging and sterility was damaged and compromised. Another catheter was selected and used. There was no physical damage to the inner box or packaging. The device was secured properly in the tray. It is unknown if the device was damaged due to any part of the packaging being damaged: did not test the device; the outer packaging had a giant crease. The pouch was compromised; hospital did not want to open the u/s catheter and place in patient body due to creases on white portion of packaging. The packaged was opened and catheter was removed so it could be sent in the quality box provided. The compromised pouch seal is MDR-reportable.